Event description:
It was reported that there was damage to the pump housing. There was no reported adverse impact to the customer's blood glucose level. Despite the damage affecting the customer¿s ability to charge the pump, the pump did not shut down. Since the pump was not under warranty, the resolution involved cts providing a suppliers report.